Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed pump stop, low speed and driveline fault events. The submitted log files contained overlapping data from (B)(6) 2021 at 22:16:23 to (B)(6)2021 at 17:15:30. The pump speed and low speed limit were set at 9000 rpm and 8600 rpm for the duration of the log file. On (B)(6) 2021, (B)(6) 2021, (B)(6)2021 and (B)(6)2021 there were numerous events where the pump speed was below the low speed limit, resulting in low speed advisories, low speed hazards and low flow hazards. On (B)(6)2021 and (B)(6) 2021, there were 6 pump stop events. These low speed events were associated with elevations in pump power, as high as 19.6 watts. The low speed events occurred while the patient was supported by the mpu. The pump speed returned above the low speed limit following these low speed events. Additionally, on (B)(6) 2021 at 10:27:45, there was a yellow wrench alarms that was associated with a driveline fault. Following these events there were no other abnormal events and the pump operated above the low speed limit. Based on complaint history and similarly reported events, the data captured in the log files is potentially consistent with damage to one or more wires in the patient¿s driveline; however, a specific cause for the pump stop, low speed and driveline fault events seen in the submitted log files could not be determined through the evaluation of the returned distal end of the driveline. The submitted x-ray image shows the internal portions of the patient driveline. There were no noticeable areas of wear/damage to the driveline. The driveline was unremarkable. A distal end driveline repair was performed by a technical service representative on (B)(6) 2020.. Approximately 19¿ of the external portion/distal end of the driveline was returned. The metal connector pins and bend relief were unremarkable. Visual inspection of the outer silicone jacket of the driveline was unremarkable. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced, even with manipulation of the driveline. The silicone sleeve was removed, and examination of the bionate revealed a black discoloration along the length of the driveline. The bionate was removed and areas of shield breakdown were noted. The shielding was removed, and visual and microscopic examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any wires that would have resulting in an electrical short. Multiple attempts to gather additional information, including the treatment or plan of care; however, no additional information was provided. The relevant sections of the device history records for vad-19321 and driveline serial number 65504 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2017. The current heartmate ii left ventricular assist system (lvas), rev. H, discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the low speed advisory, low speed hazard and driveline fault alarms, and the proper actions associated with them. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Section 8 "equipment storage and care" of the heartmate ii lvas instruction for use (IFU) and section 6 "caring for the equipment" of the heartmate ii patient handbook provide instructions for cleaning the lvas equipment and provide a list of cleaning agents that can be used. The current heartmate ii lvas patient handbook, rev. G, contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the low speed advisory, low speed hazard and driveline fault alarms, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that pump stops were on the alarm history. A log file review was requested. The log file captured speed drops less than the low speed limit (lsl) and pump stops on 24jan2021 and 01feb2021. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring on both mobile power unit (mpu). It was recommended in order to prevent further interruption in support to immobilize the percutaneous lead. The driveline x-ray image submitted for the patient was unremarkable. Percutaneous lead repair was performed on 03feb2021. The patient has been on a grounded cable since the repair was complete. There was a low speed advisory and low flow event. The patient's device was put back on the un-grounded cable. A log file review was requested. The log file contained abnormal speed drops on 04feb2021 at 10:33am while the patient was on the power module. These alarms today would indicate the patients driveline damage is internal.